Event description:
It was reported the display is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of electrical specification (display bleeding). Analysis also found the upper case is damaged, lower case is broken and damaged, battery release is contaminated, side bail covers are broken and contaminated, battery contacts are compressed, and the keyboard is scratched. (B)(4).